Event description:
It was reported by the patient that they were setting up the pod when the needle deployed early indicating a needle mechanism failure. It was also reported that the site was bleeding. The pink slide did not move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.